Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 anchor of the fast fix 360 was unable to de deployed. The t1 anchor was deployed smoothly. The t1 anchor was removed using a grasper. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was no relationship found between the device and the reported event. A visual evaluation showed the device was received in the original box with the matching lot number on the label. The t1, t2, and suture were not received. The actuator is in the pre-t2 position. Bio debris is present. A functional evaluation showed the device cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscus repair surgery, the t2 anchor of a fast fix 360 was unable to deploy. The t1 anchor was deployed smoothly. The t1 anchor was removed using a grasper. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications reported.

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.